Event description:
Complaint indicates that during the circumcision procedure, bell clamp did not fit properly with base. Reattachment of the 1.1 and 1.3 clamps were unsuccessful. Pt needed operative revision of the circumcision.